Event description:
It was reported that during a device check, interrogation showed a drop in remaining longevity over a three month interval. Device remains implanted and patient to be monitored monthly until device is at eri.